Event description:
It was reported that during a lap cholecystectomy procedure the surgeon was firing the device and the device jammed after the initial firing. They used 2 devices with same outcome and then used a competitive device to complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). (B)(4). Cam, jaw, clip the analysis results of the el5ml found that it was received in good visual condition. The device was cycled and one scissored clip was fed, during the second firing sequence one jaw ramp and the cam was broken causing one pear shaped clip. In addition, a corrective action has been initiated to address the root cause of broken jaw. The batch record was reviewed and no anomalies were noted during the manufacturing process.